Event description:
As reported to coloplast, a component fracture occurred with the sling. Both to arms tore from the device during tensioning. The left to arm tore at the main mesh support piece with the sheath remaining in the patient. The sling was later removed. The right to arm tore about halfway down, and the sheath came out with the broken arm. A new sling was opened and placed with good results.

Manufacturer narrative:
The device was not returned, so no evaluation was performed.